Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during device changeout procedure, the right ventricular lead was difficult to remove from device header. The physician used a clamp to break the epoxy header and unplugged the lead. The patient experienced no adverse consequences.